Manufacturer narrative:
H3: the camera (product: camera refurb 9735821r vega base s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. H6: additional review indicated code c07 is no longer applicable to the event. Code c13 applies to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6)). Code c08 applies to the camera (product: camera refurb 9735821r vega base s8 svc, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a "localizer faulted" message, and upon checking the ndi toolbox, a system static bump warning and internal temperature warning were identified. Additionally, a bump detected error was noted, and it was likely that the camera cmos (complementary metal oxide semiconductor) battery had depleted. The probable cause was likely to be the camera cmos. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware was replaced. The system then performed as intended. Codes b01, c07 and d02 are applicable to this evaluation. A05: applicable to localizer faulted a1102: applicable to the "localizer faulted" message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.